Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was reported that the battery life was shorter than expected and that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2018 with the following findings: a review of the black box showed no evidence of a short battery life. A call service 177 warning was recorded due to normal battery wear. The battery compartment was cracked at the threads on the side, and below the grip pad. The returned battery cap was undamaged and fit securely. The rewind, load, and prime steps were performed successfully. All currents were within specification. The pump cover was removed to find no further moisture corrosion or intermittent conditions. The short battery life issue was unable to be duplicated during investigation.